Manufacturer narrative:
Follow up #1: a review of the customer contact was performed. The reporter indicated that the overresponsive keypad was causing the pump to skip over the fill cannula step when the cartridge was being replaced. The reporter noticed the issue when attempting to help a friend with a cartridge change and the pump went into the fill cannula screen. The reporter indicated that the fill cannula step had not been completed with cartridge changes which would have caused the patient to be under delivering on the first boluses with a new site. The pump user guide instructs the user to refer to the instructions for use included with the infusion set to determine how much insulin is required to fill the cannula. The instructions for use tell the user to fill the empty space in the cannula with an amount of insulin for the appropriate cannula length.

Manufacturer narrative:
Follow-up #2 06/27/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2016 with the following findings: a review of the pump¿s history showed that the daily insulin delivery totals correctly reflect user's programmed basal rates. The black box revealed a loss of prime warning on (B)(6) 2016 at 07:00 followed by a manual suspend at 07:06 and the pump powered on at 07:21. The pump was powered back on and deliveries were resumed (B)(6) 2016 at 10:20. During testing, the pump keypad was observed to be intact with all keypad buttons functioning appropriately. A delivery accuracy test was completed and the pump was found to be delivering within specifications. The keypad was removed and no contamination was found under the button contacts. The pump was opened and no internal moisture or loose connections were found. (B)(4).

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 17mmol/l-19mmol/l with large ketones, excess thirst and urination, and strong fruity breath related to a keypad issue. The reporter indicated that the pump&#38112;ok button was over responsive resulting in under delivery of insulin. The reporter confirmed that there was no damage to the keypad and there was no noted moisture ingress associated with the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with the keypad response issue.